Event description:
On 2/1/97, the facility nurse informed the MFR's sales rep of the following: the catheter was implanted on 1/17/97. On 1/18/97, during standard treatment, in oncology unit, a leak was noted at the y-hub. It was discovered to be from the red (arterial) lumen only. It was noticed when blood began to exit a pinhole site and when infusion of a flush. On 1/18/97, the pt was taken to surgery to replace the catheter. The facility's risk manager has the device in her possession and refuses to release it for analysis until after one yr of incident. No further details were provided at this time.